Manufacturer narrative:
Na

Event description:
The ventilator was originally returned to the field service center for routine preventative maintenance. It was reported by the field service center that during service, the ventilator had a disc/sense alarm and the turbine was not functioning. The ventilator was not connected to a patient when the reported problem occurred.